Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of the manufacturing records for the lead confirmed that the lead met all final testing specifications prior to distribution. A programming history review found that the high impedance was seen on system diagnostics performed on (B)(6) 2009. Follow up with the physician found that the patient's device was checked on (B)(6) 2009. The patient had increased seizures for three months. There was no apparent trauma and lead impedance was high. The patient's device was left on per the physician's instructions, due to the high number of seizures. X-rays were taken, but not sent to the company for review. The patient went for a vns replacement consult and had a lead replacement done on (B)(6) 2009. No other information has been provided.

Event description:
During a review of the patient's programming history, it was noted that high impedance was found on a system diagnostic test performed on (B)(6) 2009. The patient's device was replaced on (B)(6) 2009. It is unknown if the replacement was due to the high impedance. Attempts were made for the product return; however, they were unsuccessful. Attempts will be made for additional information on the patient's high impedance.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.